Manufacturer narrative:
There was no reported patient involvement associated with the complained event. This report is for one (1) unknown 2.7mm 4-hole locking compression plate. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. It is unknown if the subject device was explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was implanted with one (1) unknown 2.7mm 4-hole locking compression plate (lcdp) and four (4) unknown 2.7mm cortex screws on (B)(6) 2016. On an unknown date, it was found the patient had a non-union of the right metatarsal repair. It is unknown if revision surgery was performed and if the devices were removed. This report is for one (1) unknown 2.7mm 4-hole locking compression plate. This report is 1 of 2 for (B)(4).